Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bypass procedure, while transverse firing on stomach, a cracking sound was heard during first squeeze of the handle. Surgeon noted that tissue is not thick. The load only fired 1cm and there was incomplete staple line distally. The handle could not be squeezed after this crack. It was noted that due to the device malfunction, there was poor staple formation. Unformed staples were removed and new reload was used to complete the procedure. There was no patient injury.